Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the damage of the electrical contacts of the video connector. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the signal transmission failure due to the damage of the electrical contacts of the video connector. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the stent insertion procedure, the endoscopic image disappeared and the color bar image was displayed. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.